Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user changed infusion supplies before sleep, awoke with blood glucose over 400 mg/dl, changed supplies again without improvement, and then administered a subcutaneous insulin pen correction; the ilet alerted for high glucose, and the user was instructed to disconnect from the ilet for two hours post-injection before performing a guided full supply change using a contact detach infusion set, after which glucose decreased to 130 mg/dl. Symptoms included none reported. Outcomes included transient hyperglycemia that was corrected with a manual insulin injection and device troubleshooting. Investigation included remote troubleshooting and user education on supply replacement and post¿manual-injection disconnection. Investigation of this case revealed hyperglycemia with unclear cause, with no device malfunction confirmed and successful resolution after supply change and appropriate use guidance. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.